Event description:
Physician performing a transurethral resection of prostate (turp) using a acmi endoscope. During the procedure, the plastic white tip broke off the inner sheath inside of the patient's bladder. While the physician was attempting to retrieve the broken piece, the physician scratched the patient's urethra.